Manufacturer narrative:
On 2/14/2019, the mentor failure analysis lab has received the device for evaluation. Mentor also became aware that the patient underwent bilateral removal and replacement with the following devices: (right) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 6885249 sn: (B)(4) and (left) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 6833040 sn: (B)(4). On 2/28/2019, the product investigation was completed: device investigation summary: upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.1 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. A manufacturing record evaluation (mre) of lot number 6778893 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products : 275cc mentor smooth round moderate plus profile saline catalog: 3502275 lot: 6778893 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 275cc mentor smooth round moderate plus profile saline breast prostheses, experienced right side deflation and ptosis post-operatively. As a result, the patient underwent bilateral removal and replacement with two 325cc mentor round smooth moderate plus profile memory gel implants on (B)(6) 2019.